Event description:
Reporter stated that while she was changing that patient's insulin cartridge (and priming the device), the reporter noticed that no insulin was coming through the infusion set tubing. The reporter then noticed that insulin was leaking into the device's insulin cartridge compartment (1/2 of the cartridge was emptied into the cartridge compartment). Reporter stated that there was a crack in the insulin cartridge. No error message was generated by the device.